Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-06238- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 5 infusion set cannula bent event on (B)(6) 2024 after 3 hours of insertion. Customer regularly rotate site location. Insertion site was abdomen. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.